Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra plus in the cheeks approximately 6-7 months ago. The patient developed swelling of the lower eye lid and "the fluid had not been draining." The healthcare professional "hylased the product" to see if that would help with the "fluid drainage." Symptoms are still ongoing.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling and fluid had not been draining" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.